Manufacturer narrative:
No unexpected compromised force sensor system alarms noted during testing. The device passed displacement test, rewind test, basic occlusion test. The device was unable to prime during prime test due to faulty force sensor resistor. The device also had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and missing end cap sticker.

Event description:
Customer reported receiving an error alarm during the manual prime and stated that insulin was squirting out. It was noted that the piston continued to move forward after reservoir contact. Customer was unable to exit the prime loop. Customer's blood glucose reading at the time of the call was 109 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.